Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the large pointer was broken off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off was not confirmed through the device inspection, but during the visual inspection and production software a bent tip was found. During the device evaluation, it was unable to be determined what caused the bent tip. The pointer was unable to be repaired and will not be returned to the customer.

Event description:
It was reported that the tip of the large pointer was broken off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.